Manufacturer narrative:
Consumer states they experienced three chipped teeth.

Event description:
Consumer called stating that they chipped three teeth while using the protective clean sonicare toothbrush.

Manufacturer narrative:
Additional products returned; evaluated with no abnormalities detected with the exception of the brush head, which had some scratching and denting on the back as well as the front, back, and right side of the brush head neck, possibly from contact with the customer's teeth. Part number: date code: description: hx902x, 180214 21t, proresults plaque control brush head (rfid). Hx6100, 180124 2b triton, base charger. The root cause of the customer's complaint could not be determined.